Manufacturer narrative:
A2) patient date of birth - not available from facility. A3b) patient gender - not available from facility. D1) exact brand name is unknown; however this for an lld device. D4/g4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, unique ID, 510(k), expiration date, and manufacture date. H3) the lld was discarded, thus no returned product investigation was performed. H6) cardiac perforation is a known risk of complication with use of the lld device.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and right atrial (ra) lead due to bacteremia. Spectranetics lld lead locking devices (llds) were inserted into each lead to provide traction. Utilizing a spectranetics 16f glidelight laser sheath and 13f tightrail sub-c rotating dilator sheath, the rv lead was removed successfully. Next, targeting the ra lead with the same devices, progress was slow as a result of heavy calcification on the lead. Advancement was made to the superior vena cava (svc), and with increased tension and a firm pull on the lead, it freed from the heart and was removed. At that time, a small pericardial effusion was detected via transesophageal echocardiogram (tee). Rescue efforts began, including pericardiocentesis. Tee showed the ra perforation had decreased in size, and the blood pressure improved. A leadless artrial pacemaker was implanted, and the patient survived the procedure. This report captures the lld device providing traction to the ra lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.